Event description:
The pt was at home when he fell and sheared off the electrical driveline connected to his implanted left ventricular assist device. Without this connections, the device stopped. He was found by his family unconscious and apneic for approx 20 minutes, the pt was taken to the ER. Pt was pronounced at the hospital. Diagnosis or reason for use: dilated cardiomyopathy.